Event description:
Patient had interventional procedure on the left leg through the right superficial artery in 2000. Retevase was used at that time. The site was closed with a perclose device, believed to be the closer tsl 6fr. Patient returned on 6/13/00 complaining of pain in right leg. Diagnostic exam showed a clot distal to the old closure in right superficial artery. Retevase was tried for two days prior to surgery to have stitch removed and artery repaired.